Manufacturer narrative:
Additional information was received that no further information will be provided to bsn. No further course of action will be taken.

Event description:
A report was received that the patient will undergo a revision or replacement of the scs leads for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a revision or replacement of the scs leads for an unknown reason.